Manufacturer narrative:
(B)(4). The reported issue of se 2240 alarm was confirmed. The root cause was use error due to open unused final line clamp. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) on during use during dwell 3 of 4. The baxter technical representative (tsr) had the home patient (hp) check lines and bags and found that an unused final line clamp was open. The tsr advised that all unused clamps must remain closed during therapy. The tsr advised the hp to contact peritoneal dialysis registered nurse (pd rn) for any missed therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.